Manufacturer narrative:
On 19-sep-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required medication and pericardiocentesis. After rpv (right pulmonary vein) isolation (during lpv ablation), blood pressure gradually dropped down to 70s. Fluoroscopy revealed cardiac shadow, and echocardiography revealed pericardial effusion. Noradrenaline was administered, and drainage was performed. Blood pressure increased to 100s after administering noradrenaline and after performing drainage. Subsequently, the ablation was discontinued. The patient left the room to ICU (intensive care unit). Patient improved. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31301699l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pericardial effusion that required medication and pericardiocentesis. After rpv (right pulmonary vein) isolation (during lpv ablation), blood pressure gradually dropped down to 70s. Fluoroscopy revealed cardiac shadow, and echocardiography revealed pericardial effusion. Noradrenaline was administered, and drainage was performed. Blood pressure increased to 100s after administering noradrenaline and after performing drainage. Subsequently, the ablation was discontinued. The patient left the room to ICU (intensive care unit). Patient improved. Brokenbrough was performed with rf (radiofrequency) needle. Ablation was performed before pericardial effusion was confirmed. Steam pop was not confirmed. The event was not related to the defect of the product itself per the physician's opinion. No abnormalities were observed prior to or during use of the product. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).